Event description:
It was reported by the rep that the device was used during stereotactic breast biopsy. It was reported the metal tip of the micromark clip applier detached from the applier upon removal from the patient. The surgeon stated that she was unable to retract the tip into the cannula prior to removal because it was caught on the edge of the notch in the cannula. The tip of the applier was left in the patient. There was no consequence to the patient.